Manufacturer narrative:
One maquet representative visited the hosp and evaluated the device. He found that the safety pin, locking the lower arm to the upper arm, was absent. Absence of this pin allowed the lower arm to become unscrewed from the upper arm. Maquet service recommend the replacement of the light. The hosp staff has facilitated an intermediate repair to ensure no future problems, and is presently in negotiations with maquet to purchase a replacement. Verifying the presence of this pin is part of the ecl preventive maintenance program. This customer is not under maintenance contract with maquet, and no maintenance record has been presented. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Pt was on or table and had been anesthetized, but the surgical procedure had not begun. The light fell. Nurse saw it happen and tried to minimize the impact. Light cupola hit pt's legs. The hosp did not report any injuries.